Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of remote transmissions indicated the presence of intermittent undersensing. Programming changes were discussed but not performed. No further information is available.

Event description:
New information revealed that the patient presented in clinic for a follow-up on (B)(4)2018. No programming changes were made. The patient was feeling good overall.